Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 50 year old male with an indication for impella 5.5 support due to postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai shock stage c underwent device implantation via the right axillary/subclavian artery on (B)(6) 2026 at 16:29. Following insertion, it was noted that the aortic pressure waveform displayed on the impella console was approximately 40 points lower than the pressure measured on the arterial line (a line 108/77 mmhg vs. Impella placement signal 66/48 mmhg). During the support course, the bedside nurse reported the patient passed a massive dark red stool concerning for a gastrointestinal bleed; heparin was subsequently paused and one unit of packed red blood cells was administered. The observed discrepancy between the a line and impella pressure waveforms did not impact device function or require repositioning, and no device related injury occurred. The subsequently reported gi bleed was clinically managed and deemed unrelated to device performance. The patient survived to explant. The returned device will undergo routine evaluation to confirm normal function.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Additional information has been provided in d9 the device returned to manufacturer. Corrected/updated h3 the device evaluated by manufacture. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue is likely to be a calibration issue however the proximal cause of the issue cannot further be established.